Event description:
Customer reported the bumper sticker on the insulin pump was damaged. It was partially black as it was burned. Customer declined troubleshooting. Customer was advised to discontinue use of the device. Customer's blood glucose was not provided. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.